Event description:
It was reported the bed rail on the unknown bed is loose and interferes with the bed movement when the user raises and/or lowers her bed. No patient complications were reported as a result of this event.